Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d4; h4. Visual examination of the returned product confirms item and lot etch. Handle strike plate, handle body, and 2-prong inserters show nicks, gouges, and indentations from previous use. The epoxied black inserter end cap is no longer attached and was not returned for evaluation. 2-prong inserter base was able to fully adjust on the threaded inserter pin. No other damage was noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument the instrument fractured. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.